Event description:
Customer reports the needle bends after insertion into the patient "with little force/torque and only while in soft issue" and when the needle has been retracted out of the patient "any attempt to correct the needle structure results in snapping at the base near the syringe port hub". There was no patient harm, "only prolonged procedural time and multiple procedural attempts".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided seven photos and one video for analysis. The images show the several needles with broken cannulas adjacent to the hub and a label with a potential lot# listed (13f23a0450). The video shows the customer replicating the damage observed by intentionally bending and breaking an introducer needle cannula. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed based on the potential lot number provided by the customer, and no relevant findings were identified. The customer report of needle cannula broke was confirmed by visual inspection of the customer supplied photos and video. The photos and video show introducer needles with broken cannulas adjacent to the hub, however, full complaint verification testing and root cause analysis could not be performed without the sample returned for analysis. A device history record review was performed based on the potential lot provided by the customer, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports the needle bends after insertion into the patient "with little force/torque and only while in soft issue" and when the needle has been retracted out of the patient "any attempt to correct the needle structure results in snapping at the base near the syringe port hub". There was no patient harm, "only prolonged procedural time and multiple procedural attempts".